Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors on the filament regulator board were reseated and calibration on the generator was performed. The ii grid, ac power cord, and uninterrupted power supply switch were replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system produced a filament regulator fault message during a procedure. No pt injury was reported.